Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the implantable pulse generator (ipg) implanted three months ago does not work. The device remains in use. No patient complications have been reported as a result of this event.